Event description:
There was a report of a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not recur. Customer was informed to continue using the pump and to call back if the issue repeated, which the customer acknowledged and understood.